Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device after an interventional carotid stenting procedure. Reportedly, no suture was present when the proglide plunger was removed. Two additional proglide devices were used with the same results. Manual compression was applied to achieve hemostasis. Protamine was administered due to the use of manual compression. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.